Event description:
The lead was capped on (B)(6) 2017.

Event description:
It was reported that there were elevated thresholds on the right ventricular lead. The capture thresholds were reported to be high historically. No patient symptoms reported. The physician elected to change out the lead when the patient was brought in for a device change due to normal elective replacement indicator (eri). The lead was capped. Patient condition was good post procedure.